Manufacturer narrative:
Conclusion not yet available - evaluation in progress.

Event description:
It was reported that a patient passed away on (B)(6) 2014. The manufacturer was made aware on (B)(4) 2014 of an allegation that a continuous positive airway pressure (CPAP) device may have caused or contributed to the reported event. It is unknown, if the device was in use at the time of the reported event, and the cause of death is unknown. The device has not been returned for evaluation. Additional information has been requested, and the manufacturer's investigation is on-going. A follow up report will be filed upon completion of the manufacturer's investigation.